Event description:
Note: this report pertains to the fourth of seven events that occurred during the same procedure. Refer to associated MFR reports#s 3005099803-2008-03318, 3005099803-2008-03298, 3005099803-2008-03312, 3005099803-2008-03310, 3005099803-2008-03566 and 3005099803-2008-03279 for a description of the other events. A resolution clip device was used for an esophagogastroduodenoscopy (egd) procedure in female pt in 2008. According to the complainant, when the device deployed, "it reopened and fell off the tissue." The clip was not retrieved. Reportedly, the case was delayed approx 30 minutes and that the physician may schedule a procedure to retrieve the clips, or may let the clips pass via peristalsis. The physician attempted to complete the procedure with a fifth resolution clip device.

Manufacturer narrative:
According to the complainant, the device will not be returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.